Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was inn clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system received an error message that the fluoroscopy failed. Review of the system log file showed an error message indicating point: resonance frequency too high. Upon further troubleshooting action, field service engineer (fse) found that the power distribution unit was not working and point inverter needs replacing through cat analysis. The fse replaced the inverter and adjustments have been carried out according to dmr 202170. After replacement of inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that, system was given error message-fluoroscopy failed. It is unknown if the system was in clinical use. No harm has been reported to philips.